Manufacturer narrative:
D4: added UDI.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the hemolysis was not determined due to lack of sufficient evidence from the provided clinical details and data log analysis, and unreturned product for further investigation. The root cause of the access site bleeding was not determined due to lack of sufficient clinical details and unreturned product for further investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66 year old female underwent cardiac surgery. Following chest closure, the patient developed an atrial fibrillation and ejection fraction dropped. Multiple attempts for cardioversion failed, so the chest was re-opened and an intra-aortic balloon pump placed, followed by an escalation to impella cp. The patient remained inotrope dependent, also requiring multlple blood transfusions post surgery with signs of disseminated intravascular coagulopathy, also leading to bleeding alongside the impella catheter. Urine color was suggestive of hemolysis and position of impella was adjusted accordingly. Following 4 days of support, the impella cp was successfully weaned and removed.